Event description:
It was reported that customer experienced bubbles in cartridge while using mobi pump, which had been described as small and easy to place as desired. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to this event.